Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was since the implanted date the ins was still not doing much or doing anything. Patient stated that it had been a year since the device was implanted and that they were still not getting any good results. Patient said that the device hadn't been working for eight months. Patient also mentioned the adaptivestim was not working as well even it was turned on. Patient mentioned that they had tried to switch groups and adjust the therapy several times, however the issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated that the scs was not working. Pt reported his stimulator was not working for pain relief. A return of pain was reported. They tried several reprogramming attempts. Pt notified rep that he requested md explant his device since it was not working. Full system was explanted. The issue was resolved with explant. The manufacturer representative (rep) indicated they would send any further information as they become aware.